Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): no anomalies found, however lead stretched, lead damaged at implant, and blood was noted on helix mechanism; full lead returned and analyzed.

Event description:
It was reported that lead "couldn't screw out from the tip of lead." The lead was not used. No patient complications have been reported as a result of this event.